Event description:
Healthcare professional reported after injection in the "cheek bones" with juvederm voluma xc, the patient developed swelling under the right eye. The patient went to the local emergency room and was treated with prednisone. Approximately 3 days later, the patient was assessed by the healthcare professional and advised to take benadryl.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergen in determining a probable cause for this event.